Manufacturer narrative:
Product event summary: it was confirmed that the cursor and stylus did not align on the screen. It was also confirmed that the printer drawer was missing. It was additionally found that the power cord bay door was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen was out of calibration, and the programmer had no printer. The programmer has been returned to service. There was no patient involvement.